Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "offset error" was found during patient treatment. The device was directly involved in the incident and not able to meet its specifications. The failure could be confirmed. According to the service report (B)(4) dated on 2020-6-24, a getinge service technician confirmed the offset error. The 701011681rf flow measure pcba and the 701011675 rf power supply pcba have been replaced. A test run of the rotaflow was performed and the device passed. The rotaflow was tested after service specifications and passed. Same failure was already investigated by the life- cycle-engineering (lce) in complaint (B)(4). In reference to lce report (B)(4) dated on 2019-04-03. In the investigation the failure could be confirmed. It was discovered that a capacitor was defect. To determine which capacitor is defect every capacitor was unsoldered. The resistance was tested on the capacitor and the remaining circuit. The capacitor c10 was found to be defective. The capacitor was replaced. The fuse f2 and 3 were replaced on the power supply board to cross check the functionality. The device was tested for 23 hours. No more failure occurred. Most possible root cause could be determined as: a defect capacitor that led to a short circuit. This short circuit triggers the fuse f2 on the power supply board. The result is a pump stop and the error message offset is displayed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The error message "offset error" was displayed on the rotaflow. The pump stopped during the patient treatment. The emergency drive was used and the rotaflow device was exchanged. No patient or person was harmed. Complaint ID: (B)(4). Best regards, (B)(6).